Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experience high blood glucose. The customer¿s blood glucose level was 560 mg/dl. Customer had using insulin pump system within 48 hours of reported high blood glucose event. It was unknown if the insulin pump was on auto mode. Customer reported that the insulin pump did not work. Customer reported that the insulin pump had pump error alarm. Customer not able to clear the alarm. Insulin pump expose to magnetic filed. Customer was neither in emergency room, nor admitted into hospital. Time clock was visible on screen, time clock advance. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test and occlusion test. Device was monitored and functioning properly. The motor was tested outside of the device and passed. No pump error 43 alarm noted. (B)(4).